Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. After further analysis, it was noted that the ancillary trocar was molded incorrectly resulting in a dimensional change, consequently increasing the resistance and interaction between the components for the attachment and detachment of the ancillary trocar. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoid colon procedure, when the ancillary trocar was removed from the anvil, pieces of the blue shaved off when the ancillary trocar was pulled out. The case was completed with the device. Picked out the blue shaved pieces.